Event description:
It was reported the angio-seal device was deployed successfully with hemostasis achieved. Once transferred to the floor, the patient complained of leg pain; the leg was cold to the touch and distal pulses were absent. The patient underwent angioplasty and the collagen was removed from the vessel. Following the procedure, pulses were obtained with a doppler. The patient was discharged from the hosp (date unknown) with a palpable pulse to the foot and was reportedly recovering.